Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the processor pca and printer. It was determined that this was a malfunction of the processor pca and printer for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was defective processor pca. The reported problem was confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer¿s device is out of warranty. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6)2023 (B)(6) update, fse onsite checked and confirmed dfm100 assy processor is not replaced. The faulty printer part of the device was replaced with a new one. All tests and controls were carried out according to the procedure specified in the service document. No problems were observed. The device was delivered to the user in working condition.

Event description:
Philips received a complaint on the dfm100 indicating that the device does not pass the test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not pass the test. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.